Event description:
Customer performed a blood glucose test and received a result of 292mg/dl. They dosed insulin based on the device result. About 20 minutes later they passed out. Emergency medical tech's were called and they tested the customers blood glucose received a result of 18mg/dl, the customer's device result was 155mg/dl. The customer was given an IV and taken to the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.